Manufacturer narrative:
D9, h2, h3: the return of 9733437 provided the lot number p718547. The hardware was returned and analysis was performed. A check of the event log showed intermittent illuminator current low dating back to jul 2024. The positioning sensor unit (psu) was also failing an accuracy test (aak) at .406mm with a passing threshold of .350mm when the fault light came on. The analyst was not able to complete the test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9733437 (lot: p718547); product type: 2543-mnav - system h3: the system was serviced in the field, and hardware parts were replaced. Codes b01, c13, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during inspection, a camera recognition defect was detected. Due to the hardware fault of the positioning sensor unit (psu), the instrument was not recognized. The psu was replaced during maintenance. No patient was present.